Manufacturer narrative:
Concomitant product: 5076-45 implanted: (B)(6) 2010. Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached early elective replacement indicator (eri). It was noted that the left ventricular (lv) lead had chronic high thresholds. The chronic left ventricular (lv) lead was damaged during explant and a new lv lead was attempted in a new location. Phrenic nerve stimulation was also noted. Multiple locations were attempted and all resulted in high thresholds. The replacement lead was eventually removed and an epicardial lead is schedule to be implanted later in the week. The ICD was explanted and replaced. The lv lead was explanted; a new lead was attempted but was ultimately not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.